Event description:
It was reported the pt is not receiving effective stimulation therapy from her scs system. The pt is currently not using her scs stimulation. The pt stated she has consulted with multiple physicians and a neurologist in attempts to obtain a diagnosis of the cause of her pain. A neurologist diagnosed the pt with fibromyalgia and has prescribed her medication. However, the pt has been referred to another neurosurgeon for a second opinion regarding her scs therapy since the medication has not addressed her original pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.